Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the users had experienced a complete loss of image. The procedure was completed with a different endoscope. There was no pt harm reported.

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding this report. The user facility reported that the complete loss of image was experienced toward the beginning of the procedure. The device referenced in this report was returned to olympus for eval. The eval did not duplicate the user's report, however, there was slight fluid staining and corrosion noted on the electrical connector mouthpiece, contact pins and on the charge-couple-device-flexible-printed circuit (ccd-fpc) terminals, likely the result of fluid invasion, which could have caused or contributed to the reported phenomenon. The subject device was serviced and returned to the user facility. As the device passed leak testing, it appears that the fluid invasion was related to user handling. This report is being submitted as a medical device report in an abundance of caution.